Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "right side...removal of broken device." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d6a e3 g2.

Event description:
Physician reports "right side...removal of broken device." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening and wear abrasion. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Physician reports "right side...removal of broken device." Device has been explanted and replaced.